Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event and did not confirm the issue during field evaluation. The fse inspected the system with functionality confirmed to be within isi required metrics. The system was tested and verified as ready for use. Isi has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
During a da vinci-assisted radical tonsillectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) to report issues with patient side manipulator (psm) 3. The customer advised that the instrument on psm 3 did not move right. The instrument on psm 3 was moved to another psm and reported to function as expected. The customer had also reportedly attempted reseating the drape and trying two different instruments on psm 3 prior to calling isi technical support. An additional call was received by isi technical support from an isi clinical sales representative (csr) who reported that the customer advised psm 3 was moving in the opposite direction, however, all other psms were functioning as intended. Per the tse's recommendation, the csr advised the customer to replace the instrument, after which, the csr reported that the issue was resolved. The procedure was continued as planned with no reported injury. Isi performed follow-up and obtained the following additional information: the issue appeared to be the result of a faulty instrument and the procedure was able to be continued after a new instrument was inserted.